Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left-side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in the anterior side assessed as fold flaw opening. Additional observations: non penetrating nick ( stress marks). Crease fold observed on the device. White particle observed inside device. Wear abrasion observed on the fill channel. With particle observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
The device has been explanted.